Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed lesion was located in the moderately calcified and severely tortuous proximal to mid right coronary artery. On the first inflation the 3.0x15mm maverick2 monorail balloon was inflated and ruptured at 10 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.